Event description:
Post-op complication - shoulder right surgery on the (B)(6) 2011. Dislocation anterior on the (B)(6) 2013.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.